Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The event can be prevented/detected by handling the device in accordance with the following section of the instructions for use: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope was being sold off and requested a check. There was no patient or procedure involved with the request. The device was returned to olympus for a device evaluation and foreign material was found attached in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the adhesive on the bending section cover rubber had a crack, the electrical connector had corrosion due to water leakage, the protector of the universal cord on scope connector side had a scratch, the plastic distal end cover was dirty, and the connecting tube had a scratch and the coating was peeling. The device was cleaned, sterilized, and disinfected, flushed the air/water nozzle with air/water and flushed with detergent, and wiped with a clean lint free cloth, brush or sponge with no delays or abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.